Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product is blank. Section g5 of the initial medwatch report should indicate: combination product is no.

Event description:
The customer contacted physio-control to report that they were testing this device and when they charged the device to deliver energy and went to reduce the energy level the device may have dumped the charge. Also, when this occurred none of the device's keypad buttons would function. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that they were testing this device and when they charged the device to deliver energy and went to reduce the energy level the device may have dumped the charge. Also, when this occurred none of the device's keypad buttons would function. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were testing this device and when they charged the device to deliver energy and went to reduce the energy level the device may have dumped the charge. Also, when this occurred none of the device's keypad buttons would function. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no patient use associated with the reported event.